Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that after a cryoablation procedure a patient reported difficulty breathing while playing sports. A scan revealed that the patient had thrombosis of the left inferior pulmonary vein (lipv). The physician reported that there was a difficult occlusion and the balloon catheter was exchanged. Fluoroscopy later indicated that the balloon have inflated at a low temperature. The procedure was completed successfully. The catheter was discarded by the hospital and will not be returned.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed and show no system notices for the date of the event; however a very low temperature reading, below negative sixty degrees, was observed in three of the eight injections performed. No product was returned for investigation and analysis and this was a clinical issue encountered post procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.